Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-jul-2017, the fse found the dispensing arm making a squealing noise when moving at a fast pace. The dispensing assembly lead screw and guide rod were cleaned and lubricated. The fse also adjusted the turn table home setting and performed the annual preventative maintenance. The analyzer was operational. The most probable cause of the reported event was that the dispensing arm needed lubrication.

Event description:
On (B)(6) 2017, the customer reported a turn table home not found error on their aia-360 analyzer. The error was intermittent and making a squeaking noise. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of lhii, bhcg, prog ii, e2 and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.